Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's blower motor and system board caused a ventilator inoperative condition. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the ventilator inoperative condition was found to be due to bearing damage on the blower motor. The system board performed to manufacturer's specifications.